Manufacturer narrative:
At this time, no conclusion can be made as to the degree to which the bard/davol device may have caused or contributed to the alleged patient outcome. Based on the information as alleged the date of implant for the bard/davol device is unclear. The attorney alleges that the patient had subsequent surgical intervention; however, no details/medical records have been provided at this time. No lot number has been provided therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol mesh dart (device 2) an additional emdr was submitted to represent the other bard/davol device. Not returned.

Event description:
It was alleged by the patient's attorney that on (B)(6) 2012 or (B)(6) 2017, the patient underwent surgery for the implant of an unspecified bard/davol 3dmax mesh (device 1) or an unspecified bard/davol mesh dart (device 2). It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device(s). As reported, the patient is making a claim for an adverse patient outcome against the unspecified bard/davol 3dmax mesh (device 1) and the unspecified bard/davol mesh dart (device 2). As reported, the attorney alleges product is defective and that the patient experienced emotional distress.